Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 7pm, the patient reported getting an unspecified low reading on her tandem insulin pump. No bg meter comparison value was taken. The patient was asymptomatic at this time. The patient proceeded to change the cartridge on her tandem insulin and during this process, she lost consciousness. Emergency medical services (ems) was called (it was not specified by who) and when ems arrived around 730pm, the patient regained consciousness on her own. Ems tested her bg meter reading which was 23 mg/dl. The patient stated she ¿believed¿ her cgm was providing a low cgm value but the specific value could not be recalled. Ems treated the patient with IV glucose until her bg meter reading raised to 141 mg/dl. The patient was then taken to the emergency room (ER). At the ER, around 8pm, the patient¿s bg meter reading was taken again but the specific value could not be recalled. No further medication or treatment was provided to the patient in the ER. The patient was discharged after approximately 7 hours with a bg meter reading of 180 mg/dl. She also stated her cgm reading at this time was ¿about the same¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.